Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the patient set the incorrect time in the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: since starting on this pump three weeks ago, he has been having blood glucose (bg) levels in the 40-50 mg/dl range, with shaking. He corrects with orange juice. He has corrected a low already before this call. Customer support (cs) had the patient check the time on the pump and it was reversed, reading pm instead am and the date was (B)(6) 2014 instead of (B)(6) 2014. The patient admits that he set the wrong time and day in the pump at initial setup three weeks ago. Cs instructed patient on time/date issue and wrong time in the pump so that the pump was delivering day amount and all was reversed. He had reduced his basal rate but that did not help and cs instructed him that was because the time was wrong. He now does not know what to do about his basal rates. Cs instructed patient to use an alternate insulin delivery method until he can follow up with his health care provider about settings. Bg now at end of call was in target, 95mg/dl. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hypoglycemia related to the use error of entering the incorrect time in the pump.

Manufacturer narrative:
Follow-up #1: date of submission 8/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings:. The black box starts on (B)(4) 2016. The black box data/histories for the event have been overwritten due to continued use of the pump. The available black box shows no evidence of any time/date issue. A timekeeping accuracy test was performed. Pump maintained time accurately during 5 day duration test; however when pump was left without power for 1hr and was powered back on it had returned to the default time/date 12:00am 1/1/2007. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. The pump was opened and the internal battery was found to be leaking. Time test was started but not completed due a internal battery failure. Battery compartment is cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.